Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced issues with charging the device. The patient indicated that charging from 50% took over an hour and 20 minutes, which was longer than expected. Additionally, the patient was unable to achieve an excellent connection when charging, only managing a good connection despite using the recharger app and moving the bullseye around. The patient also reported being able to feel the device through the skin. Troubleshooting efforts did not resolve the issue, and the patient was advised to consult their healthcare provider for further assistance. No patient complications have been reported as a result of this event.